Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest during transport, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician administered CPR to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation. A review of the device's activity log confirmed the customer's report. However, there was no evidence of a product problem. The customer had been viewing ECG in lead ii and only had defibrillation electrodes attached. When this occurs, the user has to switch "views" manually to pads unless a defib function (charge, analyze, +/- energy) is performed in which the device will automatically default to pads view. The review of the log showed a valid impendence from the patient; however the user did not switch to pads view. The device put through performance and functional testing and operated to specifications. Device was recertified and returned to the customer. No trend is associated with reports of this type.